Manufacturer narrative:
Z-2718-2020 for iui connection issues. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor assembly for error code 240.4150, ail sensor assembly damaged housing, door latch sear assembly was cracked, iui connector assembly corrosion. Replaced u4 on display board assembly for segment dim. ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the pressure sensor (error code 240.4150). A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 28nov2012 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. The device was received for evaluation. During servicing, a faulty pressure sensor was identified which constitutes a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.